Event description:
The imaging technologist reported that the device malfunctioned during a liver biopsy procedure. The end of the device splayed open inside the patient. A metal burr was sticking from the device when it was removed. The physician operator later confirmed that there was not an injury to the patient related to this event.